Event description:
T was observed during the device evaluation that the rigid video laparoscope exhibited damage to the fiber bonding in the outer tube area at the distal end. In addition, the r-unit (charged-coupled device) was found to be broken. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause traced due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.